Event description:
The ventilator was connected to the pt. The customer reports there was a loud vibration heard from the air module and the ventilator would not deliver air. The bio-med replaced the air module's nozzle unit and the problem presisted. There was no pt injury.